Event description:
Information provided states that during a case the head of the rasp pulled off of the handle resulting in a delay in the case. The surgeon was using it to decorticate and size the disk space. Surgery was completed successfully.